Event description:
Nurse put on gloves to suction a pt, felt. Burning and a feeling like their fingertips were being cut off. They went to the ER. They had white, flat spots on their hands which were thought to be chlorine burns. The nurse did not miss any work, and is doing fine now.